Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the trocar broke when placing into patient's abdomen. A second trocar was placed into the patient's abdomen without difficulty. The trocar broke in the same place the first one broke. All parts accounted for and placed in biohazard bag for review. There was no patient injury.